Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing dizziness and fatigue. Upon review, the right atrial lead exhibited a loss of capture and sensing. The physician determined that the lead had dislodged. On (B)(6) 2018 the lead was removed and replaced. The patient did not experience any complications from the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.